Event description:
Additional information noted that imaging results indicated the ¿lead was laterally too much on the right.¿

Manufacturer narrative:
The ins was at its normal end of life and no anomaly was found with the lead. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, lot# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (via a manufacturer representative) regarding an implantable neurostimulator (ins) that reached its end of service (eos). It was reported there was early depletion of the ins. It was unknown what factors may have led or contributed to the eos. It was also reported the surgical plate was in the wrong place and, when correcting the electrode placement, there was black marks on the surface of the dura. Both the lead and ins were replaced and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.